Event description:
During an ercp procedure the physician used a wilson-cook howell d.a.s.h. Ii direct access system sphincterotome. Upon removal of the device from the endoscope, the cutting wire was noted to be broken. The remaining portion of the cutting wire was unable to be located with the endoscope or with fluoroscopic x-ray. No injury to the patient was reported.